Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a suspected malfunction was noted when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD), as there was a delay in the recognition of an arrhythmia and non-conversion. The patient was hospitalized due to ventricular fibrillation (vf). A follow up was performed and it was noted that the first shock did not interrupt the arrhythmia while the second shock (with inverted polarity) interrupted the arrhythmia. The shock impedance recorded was normal. It was also noted that the patients relative started cardiac massage without waiting for the device to respond during the arrhythmia. An x-ray was suggested to the physician by the field representative. No additional adverse patient effects were reported. No further action was taken.